Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The cartridge was re-loaded to resolve the issue. Customer¿s blood glucose level was between 175-198 mg/dl.